Event description:
It was reported that while in the cath lab, the (B)(4) was pretested with success. After insertion, the balloon was inflated and appeared under fluoroscopy to be normal. As the md was advancing the balloon forward, the md "felt something different." As a result, the md removed the catheter with the sheath and found that the balloon was missing. The md notified the pulmonologist. The pt was evaluated and per the pulmonologist, "she (the pt) had no symptoms." The pt was released from the medical center without incident. The next day ((B)(6) 2011), the pt checked in with the cardiologist for the catheterization findings. There were no reported pt complications. Medical/surgical intervention was not required.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.